Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an unknown event the thread was damaged during use. No further information available. This is report 1 of 1 for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional information. The complained articles were sending to our responsible product development center for further investigation. According to the available statement the articles were manufactured according to our specifications. Both reduction tools are damaged at the thread lead. This happens when the instrument was still used even the thread was not tightened well. Furthermore an examination of manufacturing documents shows, that the instrument was manufactured extensive our specifications. Additionally we can say that the design of the instrument is not optimal. It was undergoing an improvement.